Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose/protruded drive support disk.

Event description:
It was reported that insulin squirted out during the manual prime process. The insulin pump has alarmed. The blood glucose reading is 91 mg/dl. Nothing further reported.